Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was observed during follow-up. Loose set screw was suspected. Further tests were recommended. Programming changes were made.